Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power' event was confirmed via controller log files which indicated power consumption outside the normal operating range. The most likely root cause of the "high power' consumption is attributed to thrombus formation within the device; however there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with thrombus formation within the hvad pump are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4) dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that a patient called with high watt alarms on (B)(6) 2014 and came to the emergency department. The patient's urine was clear and he/she was asymptomatic with a doppler blood pressure of 80mmhg. The patient's lactate dehydrogenase (ldh) was noted to have increased when compared to an earlier visit. The patient's hvad was adjusted by updating his/her hematocrit and adjusting the high watt alarm and the patient sent home. On the morning of (B)(6) 2014, the patient experienced further high watt alarms and by 9am had developed cranberry-colored urine. The patient was then admitted, where his/her ldh was noted to be further elevated. A preliminary review of the controller log files revealed an increasing trend in the power consumption outside of the normal operating range. The patient was initially treated with intravenous heparin and integrilin. On (B)(6) 2014 the patient was further treated with tissue plasminogen activator. The patient's power consumption normalized by the next day with this treatment and he/she was discharged home on (B)(6) 2014.